Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came into the office for a post-op appointment with apparent shoulder dislocation, they were unable to reduce in the clinic. A poly exchange was performed and there was no obvious loosening of components. The 42 + 6 poly was replaced with a 42 + 9. No additional information is available. Doi: (B)(6) 2020; dor: (B)(6) 2020; right shoulder.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.